Manufacturer narrative:
There was no death or device malfunction associated with the inappropriate defibrillation. The patient remained in the nursing facility and continues to use the lifevest. Device evaluation was accomplished through a review of the patient's downloaded data file. Review of the data does not indicate any device malfunction related to the defibrillation event. Device manufacture date: monitor sn (B)(4): 10/2013 - reuse. Electrode belt sn (B)(4): 04/2012 - reuse. Additional inappropriate defibrillation narrative: inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation.

Event description:
A us distributor contacted zoll to report that a patient experienced an inappropriate defibrillation event. Motion artifact contributed to the false detections. The patient was in a skilled nursing facility at the time of the event. The response buttons were not pressed during the event. The patient remained in the nursing facility and continues to use the lifevest.